Event description:
It was reported that, after connecting the rezum generator, the physician was doing the priming step and then tried couple of treatments outside the patient to make sure the vapor and temperature was working properly, but the device never reached the heat temperature to continue with procedure. The physician tried with two (2) different delivery devices and made more than 5 treatments outside of the patient, but the problem persists. The physician cancelled the procedure, and the patient was under general anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.